Manufacturer narrative:
(B)(6). The device was received for evaluation. A leak test of the dialysate side was performed and a crack in the welding zone was found. The failure could be confirmed. The cause was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that upon starting treatment with a poyflux 140h, fluid was observed to be leaking due to the dialyzer being broken. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.